Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving three separate products; associated mdrs #2937457-2013-00143, 1225714-2013-02254, 1225714-2013-02255, 1225714-2013-02256, 1225714-2013-02257.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2012 and subsequently expired on (B)(6) 2012 after the use of the product.